Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) developed syncope. As a result the physician had elected to reprogram the device. A longevity estimate and advisory information was also requested.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.